Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that when changing the battery, sometimes the insulin pump will alarm failed battery test and other times it will accept the battery but receives a low battery alert two days later and the device turns off. The customer's blood glucose at the time of the incident was 11.0 mmol/l. The alarm history only showed two low battery alerts. The customer did not have a new battery to try. It was advised to clean the battery cap and compartment and change the battery. The insulin pump will not be returned for analysis.